Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (with complications): ectopic pregnancy') and abortion of ectopic pregnancy ('ectopic pregnancy') in an adult female patient who had essure (batch no: 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(: no" and device ineffective "device ineffective". The patient's medical history included parity 5 and c-section. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced abortion of ectopic pregnancy (seriousness criterion medically significant), pelvic pain ("pain :chronic"), scar ("cervical scarring"), uterine prolapse ("prolapsed uterus") and ovarian cyst ("ovarian cyst") and was found to have neoplasm malignant ("cancer") and cervix carcinoma ("cancerous blotches on cervix"). At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, pelvic pain, neoplasm malignant, scar, uterine prolapse, cervix carcinoma and ovarian cyst outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, cervix carcinoma, ectopic pregnancy with contraceptive device, neoplasm malignant, ovarian cyst, pelvic pain, scar and uterine prolapse to be related to essure. The reporter commented: per fu 28-feb-2020, essure insertion date: on (B)(6) 2012 (discrepancy noted). Lot number: 936683, manufacture date: 2012-01, expiration date: 2015-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (with complications): ectopic pregnancy') and abortion of ectopic pregnancy ('ectopic pregnancy') in an adult female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(: no" and device ineffective "device ineffective". The patient's medical history included parity 5 and c-section. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced abortion of ectopic pregnancy (seriousness criterion medically significant), pelvic pain ("pain :chronic"), scar ("cervical scarring"), uterine prolapse ("prolapsed uterus") and ovarian cyst ("ovarian cyst") and was found to have neoplasm malignant ("cancer") and cervix carcinoma ("cancerous blotches on cervix"). At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, pelvic pain, neoplasm malignant, scar, uterine prolapse, cervix carcinoma and ovarian cyst outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, cervix carcinoma, ectopic pregnancy with contraceptive device, neoplasm malignant, ovarian cyst, pelvic pain, scar and uterine prolapse to be related to essure. The reporter commented: per fu (B)(6) 2020, essure insertion date: (B)(6) 2012 (discrepancy noted). Most recent follow-up information incorporated above includes: on 28-feb-2020: plaintiff fact sheet and medical records received. Events" cervix carcinoma and ovarian cyst were added. Patient demographics, medical history, essure lot number and reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic, still birth/miscarriage'), abortion of ectopic pregnancy ('ectopic, still birth/miscarriage') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(: no". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced pelvic pain ("pain :chronic"), abortion of ectopic pregnancy (seriousness criterion medically significant), scar ("cervical scarring") and uterine prolapse ("prolapsed uterus") and was found to have neoplasm malignant (seriousness criterion medically significant). At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, abortion of ectopic pregnancy, neoplasm malignant, scar and uterine prolapse outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, ectopic pregnancy with contraceptive device, neoplasm malignant, pelvic pain, scar and uterine prolapse to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury was replaced by pain :chronic, ectopic, still birth/miscarriage, cancer, cervical scarring and prolapsed uterus, essure confirmation test: no added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.